Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons were not responding. The customer's blood glucose level was not known. The buttons were not pressed for three minutes or longer. Nothing further was reported.

Manufacturer narrative:
The pump was received with a button error alarm and had intermittent up button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.